Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and selected a new infusion site area and resumed insulin therapy. Customer¿s blood glucose level was 200-280 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.